Event description:
It was reported that the user ran out of dexcom g7 sensors and used bg run mode on the ilet to continue insulin management, with guidance provided on manual bg entry every six hours. The user experienced hyperglycemia with a peak blood glucose of 421 mg/dl and received fast-acting subcutaneous insulin as back-up therapy; glucose subsequently trended down to 325 mg/dl. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or assistance beyond routine support. Investigation included troubleshooting and education on bg run mode and manual bg entry. Investigation of this case revealed user operation without an active cgm due to depleted sensors, with appropriate use of back-up therapy and bg run mode to resolve the high glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related operation without cgm availability, mitigated by correct use of back-up insulin and bg run mode.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.